Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that rn removed a PICC that was leaking that had a hole at the 10 cm marking (single lumen lot # rehw0681). PICC was inserted (B)(6) 2024. Removed the PICC from the patient and reinsert a new one. No other information was provided.